Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this device exhibited a bd (battery depletion) error during a recent interrogation. It was additionally stated the patient was, at that time, subjected to an ablation procedure with device magnet application involvement. Technical services was contacted who confirmed that due to the recent magnet application, this is a known and self correcting, issue. No resulting adverse patient effects and to date this device remains implanted and in service with no further complications.